Event description:
It was reported that this right ventricular (rv) lead has been exhibiting chronic elevated threshold measurements of 1.9v to 2.9v @ 0.4ms. A boston scientific (bsc) technical services (ts) consultant discussed programming options with the caller. The patient was brought into the clinic and the output was programmed to right ventricular automatic capture (rvac). However, loss of capture and fusion were observed. The bsc ts consultant recommended programming to fixed output for this pacemaker dependent patient based on the previously reported clinical observations and in clinic testing. Reprogramming was performed per recommendations. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.